Event description:
A pump declared an altitude alarm, and while the customer's blood glucose level at the time of the event was not disclosed, there was no adverse impact reported. The issue occurred earlier in the day, and the customer's insulin was not suspended because of the condition. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged. The customer was able to resume insulin with the original cartridge without needing a replacement.